Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the customer had reported the probe crashed onto the sample tube. The fe replaced the probe, wash station and performed the appropriate adjustments to return the instrument to expected operation.

Event description:
The customer reported that the probe on the provue analyzer dripped fluid. Probe drip can lead to dilution of reagent/sample, carry over/cross contamination from microtube to microtube and erroneous test results. The customer aborted testing preventing erroneous results from being reported.